Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/27/2021. H.6. Investigation: six open 32g x 4mm pen needle samples without covers and seven photos were returned from lot. No. 0280227, cat. No. 320559. Magnified examination was carried out on the returned samples and a hooked cannula was observed on one sample and excessive lubricant was observed on three samples. No issues were observed with the remaining two samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system. As the samples were returned open the hooked cannula cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the patient reported foreign matter as the needle lumen had something like shaving scraps that seemed to have adhered to it.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : the patient reported foreign matter as the needle lumen had something like shaving scraps that seemed to have adhered to it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.